Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited high thresholds in bipolar and unipolar modes. It was noted that slack pulled back into pocket and caused the lead to dislodge. The lead was repositioned into the septum and slack was added. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.